Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022 when the physician talked about the incision. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7072656.

Event description:
It was reported that the patients lead had visibly eroded through the skin at the midline incision site. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads will not be returned as they were retained by the facility.